Manufacturer narrative:
Siemens initiated an investigation of the reported incident. A supplemental report will be submitted if additional information is received upon conclusion of the investigation.

Event description:
It was reported that the patient's hand was injured after an examination using the magnetom vida system. Wooden steps were located on the right side of the patient table (patab). The patient put his right hand on the edge of the patab when the table was being lowered and the patient's fingers were caught between the edge of the patient table and the wooden steps. Patient's right hand middle finger was fractured and both middle finger and fourth finger suffered soft tissue injury. The injuries were treated with 20 sutures in total, the avulsed skin was regrafted, and the hand was immobilized.

Manufacturer narrative:
H10 manufacturer narrative: siemens completed the investigation of the reported event. As previously reported, siemens was informed that the patient's hand was injured after an examination using the magnetom vida system. Wooden steps were located on the right side of the patient table (patab). The patient put his right hand on the edge of the patab when the table was being lowered and the patient's fingers were caught (pinched) between the edge of the patient table and the wooden steps. Patient's right hand middle finger was fractured and both middle finger and fourth finger suffered soft tissue injury. The injuries were treated with 20 sutures in total, the avulsed skin was regrafted, and the hand was immobilized. The mr system was checked and found to be in specification. Siemens assessed the complained event and concluded that the cause of this event was a user error. The stairs are not siemens healthineers equipment, and these stairs are the root cause for the patient's injury. This issue was not caused by a technical deviation of the mr system but by inattentiveness of the operator. It is in the responsibility of the operator to take care that the patient is safely laying on the table during table movements. The magnetom vida operator manual - mr system; syngo mr xa 10 (page 28) provides clear instructions to carefully monitor the patient during table movement. This complaint was closed. H11 corrected data: d3: device was not serviced by a third party. This field should have been checked "no" in the initial report submitted to the FDA on december 15. 2022.